Event description:
The plaintiff alleges that they have suffered physical injury and damage and has contracted severe and irreversible type-1 latex allergy, which is believed to be permanent and life threatening. Plaintiff further alleges that they have in the past and will in the future experience physical injuries, pain and suffering, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress.